Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the pt zonules were unable to support the lens. The lens was removed without any pt injury.

Manufacturer narrative:
Results - evaluation: results - visual inspection of the returned product showed that there was a tear in the optic and a haptic was torn. There was a reddish residue on the lens.